Event description:
The reporter stated the plate collamer lens model cc4204bf, diopter +17.0, was loaded and a scratch on the lens was noticed. The lens was not inserted and there was no pt contact or injury.